Event description:
It was reported that the patient presented in clinic for an arrhythmia. Device interrogation revealed post paced t wave oversensing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: to b5 and h6 for no competitive atrial pacing on the rv lead.

Event description:
It was reported that the patient presented in clinic for an arrhythmia. Device interrogation revealed post paced t wave oversensing and competitive atrial pacing on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.